Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/11/2021 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the procedure date was (B)(6) 2016. The needle was detaching from the suture during handling. Multiple strands were opened up with the same result. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m. Events reported in 2210968-2021-09673 and 2210968-2021-09674.

Event description:
It was reported that a patient underwent an unknown general surgery procedure on (B)(6) 2021 and suture was used. During the procedure, the needles popped off the suture at the swage. No adverse patient consequences were reported. Additional information was requested.